Event description:
It was initially reported that the patient was having a worsening of breakthrough seizure. The physician increased the keppra slightly by 750 mg per day. With that change her seizures improved. Good faith attempts for additional information were unsuccessful to date

Manufacturer narrative:
.